Event description:
Additional information was received from the patient. They reported that when they got their hip replaced they no longer had pain and stopped recharging the device. Now they needed an MRI and the facility said they needed equipment to recharge ins but no longer had equipment. Pt had terrible arthritis on their spine and had mris on their neck and thoracic spine in the past with no issues. Agent reviewed MRI guidelines. Pt was transferred for replacement devices. Agent reviewed information about controllers and redirected to healthcare provider (hcp) office regarding the controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller states the patient (pt) indicated their ins wasn't holding a charge so the they threw away all external components. Caller did not have further details, agent reviewed options as it relates to MRI and therapy. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back stating they received the controller but was not able to recharge for a week. It was discovered patient had aa batteries inserted and did not have the battery pack. Reviewed it was ordered and delivered. Patient claimed they did not receive the battery pack. A request was sent to repair to request a battery pack. Patient stopped charging the implant. Patient mentioned one time they needed to have an MRI and could not have it done b/c ins was not charged. Reviewed. Patient called stated they woke up the implant and will get MRI. Agent reviewed representative's role and provided number for doctors office to call.